Event description:
The customer reported that they inadvertently switched the wash solution a and waste lines on the ortho provue analyzer and performed testing. The customer indicated that results were initially reported. The customer indicated that after performing the monthly maintenance, they re-ran qc with acceptable results and repeated all samples involved without issues. Incorrect wash solution connections on the provue may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
The connections from the wash solution a and waste lines were inadvertently switched and testing was performed. The customer connected the lines appropriately to return the instrument to expect operation. Ocd customer technical services instructed the customer to perform monthly maintenance to disinfect the system. Service was not needed. Incident occurred as a user error. The customer has not logged any similar complaints against this instrument since this incident. Incident is isolated. (B)(4).